Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced symptoms of diabetic ketoacidosis described as "vomiting, nausea, stomach cramps, sweating and could not move". Customer was treated with unspecified dose of insulin injection by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with button press or insertion of the retained test strip. However, it powered on with universal serial bus (usb) cable insertion. Using computer software the date and time were set and the software was able to identify the reader. The reader was further investigated and de-cased. Battery voltage measured to be 3.51 volts, indicating normal voltage. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture, and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu, indicating poor soldering of the cpu. Which, can cause the battery not to charge. The battery was observed to be charging only, while pressure was applied to the cpu. Therefore, this issue is confirmed, to poor soldering of the cpu. The DHR (device history review) for the libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. This also serves as a correction report as d4 model number, e1 middle name, and e1 last name were incorrectly documented in the initial report.

Event description:
Customer reported, she was unable to test, due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced symptoms of diabetic ketoacidosis, described as "vomiting, nausea, stomach cramps, sweating and could not move". Customer was treated with unspecified dose of insulin injection by her husband. There was no report of death or permanent impairment associated with this event.